Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause (malfunction, device is being used for unintended use, incorrect preparation, etc.). However, it appears from the complaint that the device was not only incorrectly fitted which may have contributed to the delamination, but was used for something other than nighttime teeth grinding (not intended use). No injury was reported, no medical attention was reported to have been sought. This is being reported as a device lamination is a reportable malfunction; choking is possible as a result of the delamination.

Event description:
The first fitting didn't work and she ended up biting all the way through. The second worked, but after 3 weeks the pieces separated off the plastic have come apart. It is helping a sore tooth after a root canal and is sleeping better.